Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test or low reservoir alarms during testing. There was no excessive no delivery alarm present on the device. The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The bolus wizard functioned properly per bolus wizard sample in the 523/723 user guide. The device was programmed with several boluses and all boluses were delivered properly by displaying on the bolus history screen. There was no bolus anomaly or bolus history anomaly on the device. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, excessive no delivery alarms and damage on the insulin pump. Customer's blood glucose level was as high as 546 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised the alarm was resolved by a complete set change. Customer does not want to return the reservoir or the infusion set for analysis. Troubleshooting for high blood glucose levels was performed. Customer's alarm history showed low reservoir and low battery alarm. Customer was advised to change out the entire set, reservoir, insulin and to treat their high blood glucose levels per healthcare provider's instructions. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer advised there was a crack at the top right corner. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.